Event description:
On (B)(6) 2021, a patient received a crown valve (model # and serial # unknown). The procedure was a re-do aortic valve replacement in which a perceval valve was explanted. The patient eventually died from other clinical complications after the crown valve implant. No further information is available at this time on the cause of death and crown valve involvement.